Event description:
An initial report of patient hospitalization was received by united therapeutics on 05-jun-2023 and forwarded to millyard advanced medical products, llc on 06-jun-2023. The patient reported reports both pumps were alarming and troubleshooting was unsuccessful. The patient was advised to go to the emergency room. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.